Event description:
It was reported that the lead was explanted and replaced due to high threshold. The patient's current condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Insulation and conductor damage was found at 7.2-7.8cm and 12.0-13.5cm from the lead tip consistent with clavicle crush damage. The rv and sensing conductor insulations were abraded. This is consistent with observation from the field of high threshold.